Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the angel wing blood collection system. The customer states that the needle came disconnected from the hub and remained stuck in the vein of the pt. They were able to remove the needle from the pt. Samples are being returned for examination.